Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a damaged image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿ before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. However, scope communication b30 and image issues (image noise occurred and the image could not be seen temporarily) were observed and were found to be caused by a damaged charged coupled device (ccd). There was no scope identification data available due to a damaged identification board. The adhesive on the bending section rubber was chipped, the video connector was deformed and the protector of the universal cord on control section side was scratched. Additional information was requested regarding this event. The investigation is ongoing. If additional information becomes available at a later date, this report will be supplemented.

Event description:
An olympus representative reported to olympus, the down angle on the endoeye flex deflectable videoscope disappeared when the down angle was activated and scope communication error 216 was observed. There were no reports of patient harm associated with this event.